Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture was absorbed too quickly one week after the procedure. It was reported that the skin incision was opening which required additional surgery (spay) to fix the issue. There was an additional day of hospitalization for the surgery. It was noted that reopening and redoing the body wall and skin closure had to be done as a result of the product issue. The surgical time was also extended by 30 minutes or more due to the problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twenty-eight devices. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.